Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the helix difficulty allegation was confirmed based on x-ray observation of a deformed (stretched/twisted) and a fractured rate sense coils near the terminal pin, indicative of over-torque helix. The prolonged surgery ar-impact code was addressed with the same as-analyzed coding as the helix difficulty/rate sense coil fracture issue. The "unintended use error" was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix mechanism froze ad lead would not remain affixed during several attempts. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix mechanism froze ad lead would not remain affixed during several attempts. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Supplemental correction to capture dates in d6a implant date and d6b explant date.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix mechanism froze ad lead would not remain affixed during several attempts. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.